Event description:
Caller stated could not wake up customer. Caller called 911. Customer was taken to the hosp and treated. Caller stated he was not sure what type of treatment was administered. No controls were used. Device was not coded correctly. A request was made for return product and replacement product was sent.